Event description:
A peritoneal dialysis (pd) patient's caretaker reported that this patient was hospitalized with a pd related infection. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient was experiencing symptoms of abdominal pain. The patient went to the hospital and was admitted. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew gram positive diphtheroids. The patient was treated with antibiotic therapy (details unknown) and continued pd therapy during the hospital stay. Subsequently, the patient was discharged. The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the peritonitis is associated with a breach in aseptic technique during the pd exchange as the patient admitted not following proper technique.